Event description:
Device report from synthes reports an event in japan as follows: it was reported that a spinal fusion (th12-l2) was performed for a vertebral body fracture on (B)(6) 2023. During other procedures, the open cannula in question was found to be broken off by being buried in other devices. No broken fragments remained in the patient¿s body. The surgery was completed successfully with no delay. It was confirmed that the broken fragment could not have been found after surgery. One is the cannula that was found to be broken off during surgery. The other cannula is the cannula that was broken intentionally after surgery for checking. This report involves one unk guide/sleeve/aiming. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown guide/sleeve/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the unknown guides/sleeves/aiming has broken off at the weld from the cone at the midsection of the cannula. Fragment was not received. No other issues were identified. A dimensional inspection for the unknown guides/sleeves/aiming was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unknown guides/sleeves/aiming would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.